Event description:
At the time of the revision surgery, (B)(6) 2023, the lead was replaced to restore therapy. During the revision, the sensor tip was found to have separated from the lead body and to have migrated after separation. A thoracic surgeon was brought into surgery and aided in removal of the lead tip. The revision surgery restored therapy and the issue is now resolved.